Event description:
It was reported that the user experienced maladapted meal algorithms on the ilet leading to hypoglycemia with a lowest reported blood glucose of 43 mg/dl, after which a factory reset and full ilet setup were completed with cgm pairing, insulin cartridge and set installation, weight entry pending cgm warm-up, and phone pairing; oral glucose was used to treat the event and blood glucose was in range at the time of the call. Symptoms included hypoglycemia without additional clinical signs, symptoms, or conditions reported. Outcomes included an unexpected medication intervention to treat low glucose and were also characterized as serious injury or impairment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.